Event description:
The hcp reported that in 2005, the pt was in to have the medication dose changed. After that, the pt became mildly spastic. It was later discovered that the pump had gone into stopped pump mode. The pt reported no audible alarms. The pt had not had an MRI. The hcp planned to start the pump again at a lower dose. A follow up report will be sent when additional info is received.